Event description:
It was reported that the pump keeps saying set improperly loaded, tried 3 different sets.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement, issue was found during preventive maintenance procedure. (Updated h6 event problem patient code) device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm. Functional testing was able to duplicate the reported issue, it was found that the downstream occlusion sensor was stuck and inoperable. The downstream occlusion sensor was replaced.